Event description:
It was reported that an increase in the capture threshold was observed on the right ventricular (rv) lead. A revision procedure was performed and the insulation on the rv lead was observed to be wrinkled. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.